Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's iliac arteries were reported to be small. Bilateral groin incisions were made and the abdominal and femoral arteries were dissected out. The appropriate needles, guidewires, and catheters were utilized. An initial aortogram revealed bilateral renal artery stenosis, severe left common iliac artery stenosis, and right common iliac artery occlusion. A catheter was passed into the right common femoral artery into the infrarenal abdominal aorta, and the catheter was exchanged for a guidewire. Serial dilators were used to dilate the right iliac artery. A 16 french sheath was then inserted into the distal abdominal aorta. To access the left side, an angioplasty balloon was used to dilate the left proximal common iliac artery stenosis. A 22 french sheath was inserted into the aorta, and the bifurcated stent graft was positioned in the aorta above the renal arteries. Contrast injections were performed to confirm the position of the stent graft below the renal arteries. A wire was passed into the contralateral gate with difficulty, and a 14 french sheath stiffener was used in an attempt to cannulate the gate with the sheath. During these attempts, there was some movement of the stent graft. The gate was eventually cannulated with the sheath, and the iliac limb was deployed. Contrast injection indicated that there was some filling defects in the limbs, and clots were extracted from the limbs. At this point, the physician noticed that the bifurcated stent graft had migrated above the renal arteries and was occluding them, and he decided to convert the patient to open surgical repair. A midline abdominal incision was made and the aneurysm was isolated. The aorta was clamped above the renal arteries, and the renal arteries were occluded. The aorta was opened, and the stent graft system was removed. Thrombus was noted in the aneurysm sac. The artery was irrigated, and plaque in the aorta was noted. An endarterectomy was performed on both renal arteries, and fresh clots were removed from the left renal artery orifice. A bifurcated dacron graft was sewn to the aorta. The aorta was flushed, and flow was restored to the renal arteries. The limbs of the graft were sewn end-to-side to both femoral arteries, and the right hypogastric and external arteries were ligated. Hemostasis was confirmed, and the aneurysm sac was closed around the graft. The incisions were closed. No additional clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft system has been received by medtronic ave, and its analysis is pending.

Event description:
Analysis of the explanted stent graft has been completed. During a technically difficult insertion and placement of the contralateral catheter into the gate, the bifurcated device moved cephaled and occluded the renal arteries, necessitating a surgical conversion to a conventional graft. There were no graft integrity issues. An overload fracture is an acute event likely occuring at the explant procedure.